Event description:
Imaging taken six weeks post-operatively identified that two locking caps had backed out from the rod acceptors in the occipital plate.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices were not returned for evaluation . No determinations can be made as to the cause of the reported issue.